Event description:
It was reported that the sys 8800 had difficulty moving the c-arm in the vertical direction. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was determined that the power supply ps3 was defective and was subsequently replaced. The sys was tested and found to be working as intended and placed back into svc.